Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual cramp ('dysmenorrhea (cramping)') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair in (B)(6) 2018. Previously administered products included for contraception: mirena from 2007 to (B)(6) 2011. In 2011, the patient experienced menstrual cramp (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sexual intercourse"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), dizziness ("dizziness"), vertigo ("vertigo") and balance disorder ("loss of balance"). On (B)(6) 2013, the patient experienced menses painful ("pain left lower quadrant with menses"), 2 years 1 month after insertion of essure. In 2015, the patient experienced pain ("general pain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia") and gastritis ("acute gastritis"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), aluminium hydroxide;magnesium hydroxide;simeticone (antiacido), clonazepam, paracetamol (tylenol), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (essure removal (laparoscopy and salpingectomy) on (B)(6) 2018 and salpingectomy(unilateral) on (B)(6) 2018.). Essure was removed on (B)(6) 2018. In 2018, the pain had resolved. In (B)(6) 2019, the dermatitis allergic, vaginal infection and fatigue was resolving. At the time of the report, the menstrual cramp, pelvic pain, vaginal discharge, migraine, alopecia, depression, menses painful, paraesthesia, gastritis, anxiety, panic attack, dizziness, vertigo, balance disorder and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, balance disorder, depression, dermatitis allergic, dizziness, dyspareunia, fatigue, gastritis, menstrual cramp, migraine, pain, panic attack, paraesthesia, pelvic pain, vaginal discharge, vaginal infection, vertigo and menses painful to be related to essure. The reporter commented: from the scale 1 to 10, the pain was 6 and constant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events added: pelvic pain, paresthesia, acute gastritis, painful sexual intercourse, anxiety, general pain, panic attack, dizziness, vertigo, loss of balance, and pain left lower quadrant with menses. Outcome of event fatigue, vaginal infection and allergic skin rash updated to resolving on (B)(6) 2019. Treatment drugs, lot number of essure and stop date and medical history added. Date of birth updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual cramp ('dysmenorrhea (cramping)') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair in (B)(6) 2018. Previously administered products included for contraception: mirena from 2007 to (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menstrual cramp (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sexual intercourse"). In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), dizziness ("dizziness"), vertigo ("vertigo") and balance disorder ("loss of balance"). On (B)(6) 2013, the patient experienced menses painful ("pain left lower quadrant with menses"), 2 years 1 month after insertion of essure. In 2015, the patient experienced pain ("general pain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia") and gastritis ("acute gastritis"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), aluminium hydroxide;magnesium hydroxide;simeticone (antiacido), clonazepam, paracetamol (tylenol), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (essure removal (laparoscopy and salpingectomy) on (B)(6) 2018 and salpingectomy(unilateral) on (B)(6) 2018.). Essure was removed on (B)(6) 2018. In 2018, the pain had resolved. In (B)(6) 2019, the dermatitis allergic, vaginal infection and fatigue was resolving. At the time of the report, the menstrual cramp, pelvic pain, vaginal discharge, migraine, alopecia, depression, menses painful, paraesthesia, gastritis, anxiety, panic attack, dizziness, vertigo, balance disorder and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, balance disorder, depression, dermatitis allergic, dizziness, dyspareunia, fatigue, gastritis, menstrual cramp, migraine, pain, panic attack, paraesthesia, pelvic pain, vaginal discharge, vaginal infection, vertigo and menses painful to be related to essure. The reporter commented: from the scale 1 to 10, the pain was 6 and constant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual cramp ('dysmenorrhea (cramping)') and pelvic pain ('pelvic pain') in a 37-year-old female patient who had essure (batch no. 869762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia repair in (B)(6) 2018, uterine fibroid and pelvic adhesions. Previously administered products included for contraception: mirena from 2007 to (B)(6) 2011. In 2011, the patient experienced menstrual cramp (seriousness criteria medically significant and intervention required) and dyspareunia ("painful sexual intercourse"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced depression ("depression"), anxiety ("anxiety"), panic attack ("panic attacks"), dizziness ("dizziness"), vertigo ("vertigo") and balance disorder ("loss of balance"). On (B)(6) 2013, the patient experienced menses painful ("pain left lower quadrant with menses"), 2 years 1 month after insertion of essure. In 2015, the patient experienced pain ("general pain"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paraesthesia ("paresthesia") and gastritis ("acute gastritis"). On an unknown date, the patient experienced dermatitis allergic ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with alprazolam (xanax), aluminium hydroxide;magnesium hydroxide;simeticone (antiacido), clonazepam, paracetamol (tylenol), rizatriptan benzoate (maxalt), topiramate (topamax) and surgery (essure removal (laparoscopy and salpingectomy) on (B)(6) 2018 and salpingectomy(unilateral) on (B)(6) 2018.). Essure was removed on (B)(6) 2018. In 2018, the pain had resolved. In (B)(6) 2019, the dermatitis allergic, vaginal infection and fatigue was resolving. At the time of the report, the menstrual cramp, pelvic pain, vaginal discharge, migraine, alopecia, depression, menses painful, paraesthesia, gastritis, anxiety, panic attack, dizziness, vertigo, balance disorder and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, balance disorder, depression, dermatitis allergic, dizziness, dyspareunia, fatigue, gastritis, menstrual cramp, migraine, pain, panic attack, paraesthesia, pelvic pain, vaginal discharge, vaginal infection, vertigo and menses painful to be related to essure. The reporter commented: from the scale 1 to 10, the pain was 6 and constant. Discrepancy noted in date of insertion (B)(6) 2011. Left: 8 coils, right: 8 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.5 kg/sqm. Most recent follow-up information incorporated above includes: on 28-apr-2021: medical record received: reporter information, medical history and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), rash ("allergy: rash/skin condition"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine"), alopecia ("hair loss") and depression ("depression"). The patient was treated with surgery (salpingectomy(unilateral) on (B)(6) 2018.). At the time of the report, the dysmenorrhoea, rash, vaginal infection, vaginal discharge, fatigue, migraine, alopecia and depression outcome was unknown. The reporter considered alopecia, depression, dysmenorrhoea, fatigue, migraine, rash, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events; pain: dysmenorrhea (cramping), allergy: rash/skin condition, bladder/urinary problems: vaginal infection, vaginal discharge, fatigue, migraine, hair loss, depression were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.